Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was provided the incorrect laser treatment on the right operative eye. A brief description of the event is that the treating surgeon wanted to treat patient's mixed astigmatism and the laser treated a myopia with astigmatism. Upon review of the operative report, the user input a myopic with astigmatism. This wasn't the intended results as more pulses were delivered than intended, but the surgeon had the final say and the technician inputting missed the dialog boxes indicating that the sphere will be over corrected and the axis was off. Therefore, laser treated in minus cylinder, however, the surgery center always use plus cylinder. At a 1-day post op exam the uncorrected visual acuity(ucva) was 20/80. At a 5-day post op exam, the ucva was 20/70, pinhole measurements were 20/50. The patient was treated with rigid contact lens (cls). The surgery center reported the left eye was completed successfully without complications.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.